Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5x12mm nc trek balloon dilatation catheter (bdc) was not soaked or flushed prior to use. The procedure was to treat a heavily calcified, mildly tortuous, 80% stenosed lesion in the mid left circumflex (mlcx) artery. A 5x12mm nc trek balloon dilatation catheter (bdc) was advanced with resistance from the non-abbott guiding catheter for post-dilatation of an implanted stent. The bdc was inflated one time to 18 atmospheres (atm) when the balloon ruptured due to interaction with the non-abbott implanted stent. A new same size nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the IFU specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulty advancing the device into the stent and balloon rupture appear to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty advancing the device through the guiding catheter could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.